Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation; customer declined replacement at the time. Note: manufacturer contacted customer in follow-up calls to ensure the initial concern was resolved; unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 59, 62, 56, 60 and 105 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer (ate less than 2 hours ago). The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/21/2022, and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 59mg/dl ; date:(B)(6) 2020; time: 6:27pm fasting; result 2: 62mg/dl; date: (B)(6) 2020; time: 10:06pm fasting; result 3: 56mg/dl; date:(B)(6) 2020; time: 8:10pm fasting; result 4: 60mg/dl; date:(B)(6) 2020; time: 8:44pm fasting; result 5:105mg/dl; date: (B)(6) 2020; time: 8:29pm fasting.

Manufacturer narrative:
Sections with additional information as of 19-jan-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Mlc-040: user's test strip had poor fill. Correction: d1: brand name from "true metrix" to "true metrix air."